Manufacturer narrative:
Follow up report indicated that the patient was diagnosed with stage 4 lung cancer and is currently in hospice care. The device will not be explanted.

Manufacturer narrative:
The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. The device was not available.

Event description:
It was reported to nevro that a patient had acquired a (B)(6) infection following an implant procedure. The patient was hospitalized and was given IV antibiotics. The device will be explanted. There was no report of further complication.